Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted in the reset, and confirmed that the issue did not recur after the reset. The customer was informed to continue using the pump and to contact technical support if the malfunction recurs. No additional information was received regarding the outcome of the event.